Event description:
On (B)(6), 2010, a doctor alleged that tempbond temporary cement caused sensitivity in a patient which required root canal therapy.

Manufacturer narrative:
The doctor reported that a patient required root canal therapy in order to treat the sensitivity caused by tempbond. The product was returned from the customer. A visual inspection was conducted which indicated that the product met specifications.